Manufacturer narrative:
The subject device was returned to olympus for inspection. During inspection and testing, the curved rubber adhesive was missing. Due to handling, the air and water nozzles were clogged, and the drain function was degraded. There was a foreign object inside the nozzle. The adhesive part of the objective lens came off. The adhesive part of the lighting lens had come off. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were on the insertion tube. Scratches were found on the objective lens. The objective lens was missing. Scratches were found on the operation part. Scratches were found on the tip cover. Scratches were found on the switch box. The suction cylinder was scraped. The operation part cover surface had come off. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. The forceps plug cap had been scraped off. Protector of universal cord on scope connector side had a scratch. Scratches were found on the universal cord. Wrinkles were observed in the universal cord. Scratches were found on the scope connector. Scope connector plating peeled. There were scratches on the scope connector cover. There were scratches on the right/left angle fixing knob. Peeling of paint was recognized on the suction cylinder. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer returned the subject device (evis lucera elite gastrointestinal videoscope) without a complaint. There was a request for device inspection. There was no report of user or patient harm. During incoming inspection, it was determined foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.